Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient date of birth, gender, weight, race, and ethnicity were not provided. Section d.4: the product catalog and lot numbers are not available / not reported. The unique identifier (UDI) and expiration date of the device are not available. Section e.1: the initial reporter phone: 8613520270152. The initial reporter email address was not available / reported. Section h.4: the device manufacture date is not known as the device lot number is not available / not reported. Based on complaint information, the device remains implanted and is thus not available for evaluation. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. There was no device performance issue or device malfunction reported during the procedure. Cerebral hemorrhage is a known potential complication associated with the enterprise2 vascular reconstruction device and is listed in the instructions for use (IFU) as such. There was no alleged quality issues related to the used device, as the device performed as intended. The pi assessed the event as being possibly unrelated to the enterprise2 study device and possibly related to the procedure. Since the enterprise2 study device was used during the procedure, the correlating relationship between event to the used device as a contributing factor cannot be ruled out entirely. Additionally, the event required hospitalization and medicinal treatment. Therefore, this event meets us FDA reporting criteria under 21 cfr 803 with the classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The event was reported via the icad study in china. The 50-year-old male patient was admitted to the hospital ¿due to repeated cerebral infarction and bilateral internal carotid artery stenosis detected for more than 2 months on (B)(6) 2024.¿ the patient signed the informed consent form (icf) of "implantation of intracranial stent (cerenovus enterprise 2 intracranial stent) in patients with severe symptomatic atherosclerotic intracranial artery stenosis: a chinese multicenter, prospective, single-arm target value study" on (B)(6) 2024 and was assigned as subject (B)(4). The patient was enrolled after preoperative confirmation that the patient met all inclusion criteria and none of the exclusion criteria. On (B)(6) 2024, intraoperative angiography showed severe stenosis above the left internal carotid artery clinoid process. The patient underwent a vascular stent placement on (B)(6) 2024 and a 4mm x 23mm enterprise 2 (product code/ lot# unknown) was implanted. Re-examination of angiography showed residual stenosis of about 40.48%. The stent completely covered the lesion. The patient had sudden dysphonia and immobility of right limbs when preparing to be sent back to ICU after anesthesia resuscitation. Physical examination: hr 68 bpm, bp 145/82 mmhg, spo2 98%; gcs 3 + 1 + 5, aphasia motor, equal size of bilateral pupils, photosensitivity, gaze to the left side, grade 0 muscle strength of right limbs, left limb flexion as instructed. Urgent head CT showed cerebral hemorrhage in left basal ganglia region; neurosurgical consultation indicated that head CT revealed a cerebral hemorrhage volume of about 45 ml in the left basal ganglia region. Current indications for surgery are clear. However, the patient is currently taking bispecific antibodies and is at greater risk if surgical procedures are performed. Considering the risks, surgery is deferred, and close follow-up with CT and neurosurgical follow-up are recommended. The patient is in stable condition now. The investigator initially judged that the event was possibly related to the procedure and possibly unrelated to the study device, and the severity was severe. On (B)(6) 2024, the patient experienced the event of ¿hyperperfusion cerebral hemorrhage,¿ which became known to the site on (B)(6) 2024 and to the sponsor on (B)(6) 2025. The event was assessed by the principal investigator (pi) as a serious, severe adverse event which resulted in prolonged hospitalization. The event was assessed as being possibly unrelated to the study device and possibly related to the surgery. The event was treated with medication and the non-drug therapy of ¿bedside functional training for hemiplegic limbs, low frequency pulsed electrical stimulation.¿ the event was classified as a symptomatic cerebral hemorrhage. Symptoms are reported to be is persistent. The outcome is recorded as ¿symptom resolved¿ with no end date listed. The subject was not withdrawn from the trial and there was continued use of the study device. No device deficiency was reported. The device remains implanted for continued use. During the hospitalization, the patient underwent treatment with mannitol for dehydration to reduce intracranial pressure and sodium aescinate to alleviate brain oedema. Following multiple head CT scans on (B)(6) 2024, it was observed that the hematoma had been absorbed, and the patient's consciousness improved. On (B)(6) 2024, antiplatelet aggregation therapy with aspirin was reinitiated. Simultaneously, the rehabilitation department was consulted to provide limb rehabilitation exercises and symptomatic supportive treatment. Due to the patient's hypernatremia after mannitol treatment, the use of mannitol was reduced, and nasal gastric tube feeding with plain water was initiated for treatment. Currently, the patient still exhibited weakness in the right limbs with muscle strength of 0, inability to speak, and had no symptoms such as fever, dizziness, headache, disturbances in consciousness, or limb twitching. The patient was discharged with instructions to continue limb functional rehabilitation exercises after discharge. On (B)(6) 2025, the patient visited the neurology outpatient clinic at (B)(6) hospital (B)(6) campus for a follow-up visit. The patient's current symptoms have improved, and the condition was stable. The imaging results on (B)(6) 2025 showed no new abnormalities. The patient still experienced weakness in the right limbs but can walk independently. The patient had speech expression difficulties and required assistance from family members for daily living. Physical examination revealed that the patient was conscious but had slurred speech and speech expression difficulties. The muscle strength of the right upper limb was grade 1, and that of the right lower limb was grade 4. The right nasolabial fold was shallow, and the tongue deviated to the right when protruded. The head cta was ordered for review, and the report issued on (B)(6) 2025 indicated postoperative changes in the m1 segment of the left middle cerebral artery; mixed plaques in the cavernous segments of carotid artery on both sides with significant luminal stenosis; cerebral arteriosclerosis; and moderate luminal stenosis in the v4 segment of the left vertebral artery. The investigator maintained the judgment that these findings were possibly related to the surgery and possibly unrelated to the study device. The severity was severe.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional information received on 06-jan-2026. The information is from the clinical event committee (cec) adjudication. [Additional information]: on 06-jan-2026, the clinical event committee (cec) adjudication was received regarding the event of ¿hyperperfusion cerebral hemorrhage.¿ the cec assessed the event as being possibly unrelated to the study device and definitely related to the procedure. Other possible causes for the event were reported as, ¿vessels damages due to improper intraoperative manipulation.¿ it was further commented, ¿consider may damage the distal vessel during the procedure.¿ additionally, the event was classified as a symptomatic cerebral hemorrhage, which is defined as parenchymal, subarachnoid, or intraventricular haemorrhage detected by CT or MRI accompanied with new neurological signs or symptoms (headache, altered level of consciousness, focal neurological symptoms) lasting = 24 hours or episodes of epilepsy. Updated sections: b.4, g.3, g.6, h.2, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional information received on 08-jan-2026. [Additional information]: the additional information indicated that the end date of the event hyperperfusion cerebral hemorrhage was updated from (B)(6) 2025. Updated sections: b.4, g.3, g.6, h.2, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.